Manufacturer narrative:
This is default text configured for block h10.

Event description:
Injection became slowed and then stopped, repositioned needle slightly & increased pressure on plunger, hub of syringe separated from the syringe leaving syringe detached from needle, failure was entirely mechanical [device mechanical issue]. Patient did not receive full dose of medication/ patient received only half dose [incorrect dose administered]. Remaining fluid then sprayed out of detached syringe splashing the patient [accidental exposure to product]. Case narrative: this initial spontaneous report concerns product complaint of device mechanical issue, incorrect dose administered and accidental exposure to product in patient (age, gender and race not reported) from the united states. The patient's age at the time of event experienced was not reported. On (B)(6) 2026 amneal pharmaceuticals received information from nurse via email concerning the above-mentioned product complaint regarding amneal¿s risperidone for extended-release injectable suspension, single-dose vials. On (B)(6) 2026, the patient was being treated with risperidone, 50 milligram per vial single dose pack, every 2 weeks (ndc: 70121-2628-5, and lot number: ap250592, expiry date: 30-nov-2027, serial number: not reported) via intramuscular route for an unknown indication. Co-suspect, concurrent conditions, concomitant medication, medical history, history of procedures, history of allergies, history of smoking, alcohol consumption and recreational drug use and laboratory tests were not reported. On (B)(6) 2026, while administering the medication to the patient, the injection became slow and then stopped. The needle was repositioned slightly and pressure on the plunger was increased. The hub of the syringe separated from the syringe, leaving the syringe detached from the needle and requiring the needle to be removed from the deltoid muscle by hand. The remaining fluid then sprayed out of the detached syringe, splashing the patient. The patient did not receive the full dose of medication, and the percentage of dose received was unknown. The patient remained at rest during the event. The failure was reported to be entirely mechanical. Last action taken with risperidone in relation to device mechanical issue, incorrect dose administered and accidental exposure to product was not applicable. De-challenge and re-challenge were not applicable. The outcome of events device mechanical issue, incorrect dose administered and accidental exposure to product were unknown. The reporter did not provide the causality of events device mechanical issue, incorrect dose administered and accidental exposure to product with respect to risperidone. This case was considered as serious. The reportability of this case was expedited.